Manufacturer narrative:
Baxter received and evaluated the device.  Visual inspection did not identify any abnormalities that could have contributed to the reported condition.  A device history review revealed no issues that could have caused or contributed to the reported issue. The reported problem '3 key is stuck¿ investigation could not be performed during evaluation due a sharp watchdog error occurring at power up. Evaluation determined the assignable cause to be a defective processor board. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced 3 key is stuck. The event occurred during programming/setup in the day surgery department. There was no patient involvement. No additional information is available.